Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx halo single system device during a procedure on (B)(6), 2009. According to the complainant, post-implantation, the patient experienced mesh erosion, mesh contraction, infection, pain, discomfort, urinary problems, prolapse and/or incontinence, scarring, dyspareunia, fistula, inflammation, organ and/or blood vessel perforation, blood loss, neuropathic and other acute and chronic nerve damage, pudendal nerve damage, pelvic floor damage, extrusion, chronic foreign body invasion, adhesions, permanent disfigurement and fatigue. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
The physician confirmed that he last saw the patient in (B)(6) 2012; however the patient did not report any complications.

Manufacturer narrative:
(B)(4)